Manufacturer narrative:
Zimvie complaint number: (B)(4).

Event description:
Doctor reported that implant at tooth site 37 was removed due to pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D4: catalog number. D8-9: device service and availability. D10. Concomitant medical products and therapy dates: zfx11zb-tsv35as26e, gentek¿ angulated screw channel tibase, tsv®/tm¿ engaging, 3.5mmd x 2.6mmch, lot: 0000231023. G3: date received by manufacturer. G4: premarket identification. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie received one (1) tsx41b8, (tsx implant, 4.1mmd, 8mml) for evaluation. Visual evaluation was performed, the implant shows signs of wear/use, however, no damage that would cause or contribute to the event was identified. Measurements match drawing. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsx41b8 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: medical: pain¿. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.